Event description:
It was reported that an o-ring was on the pneumatic tap. The customer was unable to load a new cartridge and used the same cartridge for a week. The customer was able to remove the o-ring from the pump and successfully load a new cartridge to resume insulin therapy. In addition, it was reported that the customer experienced elevated blood glucose (bg) level. Reportedly, the customer¿s continuous glucose monitor read ¿high¿, however, a specific bg value was not provided. The cause of the high bg was unknown. The customer administered a manual insulin injection and delivered a correction bolus to address high bg. Additional information was not provided. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, a response from the customer was not received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.